Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the ins being shallow from the beginning was unknown. The hcp reported prior pocket shallow, this was a battery replacement. The patient hasn't contacted since (B)(6) 2019. It is unknown if the issue resolved. It is unknown if the cause was normal battery depletion. No device removal or replacement scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a couple months ago they tried connecting to their ins and saw a message that said their internal battery was dead. Patient said they also couldn't feel any stimulation either, so they know it was depleted. Patient said they saw the healthcare provider (hcp) and manufacturer representative (rep) at the office this past march and they determined the battery was depleted. Patient said they were directed to a new hcp when they moved to arizona and they saw that hcp but said they weren't confident in the hcp. Patient said it only lasted 3 years and said maybe it was because the implanting hcp put the device in so shallowly and over the 3 years they had it in, the ins had been floating more toward the surface and they could feel the ridges. Patient said if they sit wrong it was uncomfortable and it got sore. Patient also said if they wear something tight around it, like jeans, they will have to shift their pants around so it feels better because they'll get a little ache there. Patient said they could feel every part of the ins. Patient said they noticed this right away after implant. They did not currently have a managing hcp that knows the systems well and they need to find a new hcp. Patient services emailed patient physician listings in their area. Patient also requested to speak with their rep, as they'd lost their phone number. Patient services reached out to field staff to notify them of situation. Patient said they will reach out to a new hcp to schedule a replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.